Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, far-field r-wave over-sensing and under-sensing were observed on the right atrial lead. No interventions were performed. The patient is stable.